Manufacturer narrative:
The analyzer's serial number is (B)(6). The calibration and qc were acceptable. The field service representative updated files and checked the water conductivity. The investigation is ongoing.

Event description:
There was an allegation of questionable ferritin gen. 2 results for 3 patient samples on a cobas integra 400 plus w/o ise. Sample 1: the initial result was 97.2 ug/l. On (B)(6) 2024 the sample was repeated on a competitor module (au480 beckman) and the result was 49 ng/ml. This result was believed to be correct. On (B)(6) 2025 the sample was repeated, after being frozen, on the same analyzer as the initial result and the result was 103.5 ug/l. Sample 2: on (B)(6) 2024 the initial result was 221 ug/l. The sample was repeated on a competitor module (au480 beckman) and the result was 152 ng/ml. On (B)(6) 2025 the sample was repeated on the same analyzer as the initial result and the result was 250.8 ug/l. Sample 3: on (B)(6) 2024 the initial result was 62.8 ug/l. The sample was repeated on a competitor module (au480 beckman) and the result was 48.3 ng/ml. On (B)(6) 2025 the repeated result was 100.2 ug/l.

Manufacturer narrative:
Due to the lack of information provided, a clear root cause could not be determined. The investigation did not identify a product problem.